Manufacturer narrative:
B5, d4 and h4 updated.

Event description:
It was reported that during an acl procedure, when passing the drill it was noticed the detachment of small particles of the material from which the guide pin is made, thus evidencing rupture of this pin. The particles were completely removed with the help of arthroscopic forceps and a shaver blade. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). D4: lot #, expiration date updated. H4: manufactured date updated.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection of the returned device found that it is not in its original packaging. The device is worn from use, and there is debris on the shaft. There is a notch in the material gouged out of the shaft near the proximal end. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-2020-00029373-1.

Event description:
It was reported that during surgery, when passing the drill it was noticed the detachment of small particles of the material from which the guide pin is made, thus evidencing rupture of this pin. The particles were completely removed with the help of arthroscopic forceps and a shaver blade. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.